Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. A chest x-ray revealed that the lead had dislodged to the superior vena cava. The lead was explanted and lead damage was noted.